Event description:
The catheter tip could not be visualized on x-ray, and tip placement could not be confirmed. The pt was getting some augumentation so the iab was left in place. A short time later, the nurse could not flush the central lumen or get arterial pressure tracing, so the iab was removed. A kink was observed at the distal end of the catheter, indicating that the balloon may have folded over. The pt has suffered some paralysis, but it is unknown if it is related to this incident.